Manufacturer narrative:
Device evaluation: no device related issues were identified during the evaluation of the returned pump. The pump was returned assembled with the driveline cut approximately 3 inches from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and the outflow graft bend relief were not returned. Evaluation of the outflow elbow revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly also revealed no evidence of adhered or developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 2 years and 6 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that upon admission for a urinary tract infection (uti), the patient was found to have a lactate dehydrogenase (ldh) level of 1800 u/l. A ramp study revealed that despite increasing pump speed, the aortic valve was opening with every beat. The patient reportedly experienced unspecified symptoms. Laboratory test results indicated the patient's lactate dehydrogenase (ldh) level was approximately 1800 u/l. It was reported that no elevated powers were noted. No alarms or other atypical pump parameters were reported. A pump exchange was performed on (B)(6) 2016 due to suspected pump thrombus.